Event description:
It was reported that, during an unspecified surgery, the handpiece did not extend and retract drill, it kept causing errors during the distal femur cut. There was a grinding sound coming from the handpiece and the cut was not matching the screen. After several errors, the procedure was switch to manual control to finish the distal femur and tibia post holes. Surgery was not delayed. The patient outcome is unknown. The results of investigation indicate that the screws in the snaplock assembly were not fully threaded, which makes this event a reportable malfunction.

Manufacturer narrative:
The navio handpiece (part number 110137 / serial number (B)(6) ), used in treatment, was returned for evaluation. The navio handpiece would not extend and retract a drill and kept causing errors during the distal femur cut for a procedure on (B)(6) 2018. The initial visual/functional investigation found that two screws on the snap lock were not fully threaded. It is possible that the screws were not glued during manufacturing, so the vibrations from usage of handpiece loosened the screws. The handpiece was observed under microscope, and there was not any epoxy or glue in the holes for the screws. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides no information regarding the two screws not fully threaded on the snap lock. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to supplier / raw material fault. Per complaint details, the device malfunctioned during use. Based on the information provided, the user aborted the procedure and changed to manual instrumentation; there was no surgical delay or patient injury/impact reported. Therefore, no further medical assessment is warranted at this time.